Event description:
It was reported that during an arthroscopic surgery with a normal awl, the anchor cannot be implanted. An additional bone hole was made to complete the procedure. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One (B)(4) twinfix ultra ti 4.5mm suture anchor device returned. ¿the anchor cannot be implanted.¿ recommended prep instruments are a spade drill tip and a tapered awl. Insertion device, sutures and anchor were returned. The anchor has been fractured and sheared from force. Threads are damaged. The head of the anchor has been damaged. The inserter has been damaged where the anchor mates. The symptoms indicate excess torque and loss of axial alignment contributed to the failure. The hex tip appears to have the head of the anchor snapped off inside. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. No root cause related to the manufacture of this device was confirmed.